Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was not registering touches and required multiple attempts. Additionally, the pump touchscreen would time out sooner than expected. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.